Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited high out of range impedances on the right ventricular (rv) channel. The impedances were greater than 3000 ohms. The impedances have dropped back down, but have now been fluctuating. The patient was brought in for further evaluation and isometrics were performed. Noise could not be reproduced and there were no stored events. Additional information indicated that the patient was going to be set up on remote monitoring, however, it has not been completed at this time. This device remains in service and the rv lead is a competitor's product. No adverse patient effects were reported.